Event description:
It was reported that a surgical intervention was performed due to dislocaton. The tandem shell and the femoral head were removed.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicates that insufficient clinical information was provided to perform a thorough medical assessment; however, the reported traumatic post-op fall and intraoperative finding of the torn capsule were most likely the contributing factors to the reported dislocations. The patient impact beyond the revision surgery cannot be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.